Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with glucose tablets and carbohydrates. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.